Event description:
It was reported that a post market clinical study pt underwent an x-stop procedure. Six months post procedure, the pt complained of having same pain as before the procedure. At one yr f/u, the pt complained of having numbness and weakness within the lower extremity bilateral with periods of prolonged walking. The pt's medical file indicated "future surgical consideration may potentially include a fusion procedure with removal of the x-stop device secondary to his spondylolisthesis at level l3/l4. No additional info was reported.

Manufacturer narrative:
Method: device was not returned; followed up with company rep.